Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported a drg lead migrated away from the dorsal root ganglion at vertebral level t10. As a result, surgical intervention was undertaken wherein the physician explanted the lead and replaced lead at vertebral level t9. Effective therapy was restored post-operatively.